Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the impactor pad fractured upon femoral impaction. Another impactor was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event. Please see the associated reports: ¿ 0001822565-2023-03353. D10: concomitant medical products, part number (lot number): ¿ 42509909400 (65370614). The complaint is confirmed via product evaluation. Visual examination of the returned units identified them to have signs of repeated use with nicks, gouges, worn and were fractured. Additional testing of the fractured surfaces identified them as consistent with overload failure, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Medical records were not provided. The device history record was reviewed and identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.